Manufacturer narrative:
The reported event was ¿the electrode cannot be fixed¿. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The full helix extension length and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was unable to be fixated. The atrial lead was not used and replaced. The patient was in stable condition.